Event description:
The pt was implanted with a smooth saline prosthesis. Subsequently, the physician noted that the pt had developed an infection, necrosis, sloughing, and wound dehiscence in her right breast and the prosthesis was removed. No add'l info regarding this occurrence is available at this time.